Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer attempted to clear a low battery alert and was not able to due to receiving a button error alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage to the keypad traces. No battery alarms could be confirmed due to the keypad anomaly.